Event description:
It was reported that the minicap transfer set had disconnected from the titanium adapter. This occurred while the home patient was connecting to the homechoice for peritoneal dialysis therapy. The transfer set had been in use for approximately three months when the disconnection occurred. There was no adverse event reported. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Approximate date of event was (B)(6) 2013. As the sample was not returned, a device analysis could not be completed. The cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).